Manufacturer narrative:
Concomitant medical product(s): sedr01 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized for a syncopal event that occurred in the device clinic. The staff stated that after interrogation, the patient was observed to be syncopal and "seizing" with loss of ventricular capture on the programmer screen. The physician stated that new staff had been performing the evaluation and the physician suspected that the staff had improperly performed the threshold test which made the patient become syncopal. When the device was checked in the hospital, there was normal right ventricular (rv) lead function with steady impedance and capture management threshold trends. Overnight telemetry revealed no loss of capture episodes. The device check did reveal right atrial (ra) lead undersensing of atrial fibrillation (af) with frequent atrial pacing. Reprogramming was performed and the ipg and ra lead both remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.